Event description:
During an endoscopic ultrasonography (eus) with a fine needle aspiration procedure, the physician was attempting to put the needle into the body of the pancreas lesion. The needle would not penetrate the wall, then it was noted the tip of the needle had broken off inside of the patient. The physician used a rothnet to retrieve the tip. An echo-322 was used to complete the procedure. No further adverse effects to the patient reported as occurring.

Manufacturer narrative:
PMA/510(k) #: k083330 (k934356).